Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed the infusion set several times, however the issue persisted. Subsequently, customer experienced a blood glucose (bg) level of 600md/dl, and diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate form of insulin therapy.